Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the thoracic ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
Related manufacturer reference number:1627487-2023-00368. It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices. Troubleshooting was able to recover the cervical ipg; however, recovery of the lumbar ipg was unsuccessful. As a result, surgical intervention may be undertaken in the future.